Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the endoscope video image was flipped. The intuitive technical support engineer (tse) confirmed that the customer was using a 30-degree endoscope and instructed the customer to remove the endoscope, rotate the endoscope base until the correct orientation was displayed on the screen, press the clutch button on the arm that was holding the endoscope, and reinstall the endoscope. The issue was resolved; the image orientation was displaying as expected. The customer continued with the procedure as planned. There were no reports of patient injury. Intuitive has made several follow up attempts to gather additional information. This is the extent of the information available at this time.

Manufacturer narrative:
Isi has not received the product involved with the alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received